Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and also reported the customer experienced pump error 53(software error detected),the customer received pump error 3 (the main arm cannot communicate with the motor arm), the customer received pump error 81 (the motor processor did not ack a command from delivery manager in reasonable time. Data in alarm can identify which command it was.), pump error 19 (generated if minute event is not received from motor processor or the sw watchdog task is not running properly). The customer reported a blood glucose value of 390 mg/dl. The customer was treated with manual injection, and insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1884 was performed. The customer was able to clear the alarm. The customer was able to complete the pump rewind. The customer was not using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of the reported event. No harm requiring medical intervention was reported. No product return is required for mmt-1884.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed self-test, active current measurement, sleep current measurement, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat at 0.0872 inches. Unit was successfully downloaded using thump. No unexpected alarms/alert/anomalies noted during testing. Unable to verify high bg's. During pump history review, pump error 3 (file number = 2002 line number = 1541) occurred on 05/12/2025 08:30:32.000 and 05/12/2025 11:58:08.000. Pump error 53 (file number = 32107 line number = 458) occurred on 05/09/2025 10:35:28.000, 05/12/2025 08:30:32.000 and 05/12/2025 11:58:08.000. Per engineering troubleshooting guide, it was determined that pump error 3 was triggered as a result of pump error 53, pump error 53 (filenum/linenum=32107/458) was triggered on motor mcu due to queue overfull when motor app sent message to motor delivery manager. Pump error 19 (file number = 114 line number = 981) occurred on 05/12/2025 11:54:32.000 and 05/12/2025 11:54:32.000. Pump error 81 (file number = 16 line number = 327) occurred on 05/12/2025 11:53:23.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. P-cap was attached and locked into place properly. The following were noted during visual inspection: scratched case. Pump error 3 was confirmed in the pump history files and was a consequence of pump error 53 which is also confirmed in the pump history files due to hardware error. Pump error 19 and pump error 81 did not occur during testing however, noted in the pump history files. Problem isolated electronic stack. Unable to verify customer alleged for high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.